Manufacturer narrative:
Concomitant medical products: w4tr01 ipg, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant procedure, the left ventricular (lv) lead had moved. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.